Event description:
An aus device was implanted, date not provided. The balloon was revised on 5/21/92. The cuff was revised on 4/17/96. The pump was removed from the pt and replaced due to a non-functioning pump.